Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided charging pad. There was no adverse impact to customer's blood glucose level. A replacement mobi pad, wall power adapter and usb cable was sent to the customer to resolve the issue. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.